Manufacturer narrative:
The guide wire was received at csi with the spring tip engaged in the tip bushing of the oad. Visual examination confirmed that the guide wire core was fractured at the spring tip. Scanning electron microscopy (sem) analysis identified evidence of rotational damage on the guide wire core shaft and torsion on the fracture fact. The damage observed under sem analysis was consistent with a fracture due to a spinning drives shaft having come into contact with the spring tip. The oad functioned as intended during testing. At the conclusion of the device analysis, the report that the guide wire had fractured was confirmed, and the root cause of the fracture was considered to be user error. The diamondback peripheral orbital atherectomy system instructions for use manual warns; "when moving the crown advancer knob, make sure there is sufficient distance between the guide wire spring tip and the distal end of the shaft (10 cm minimum). If the distance between the shaft tip and the guide wire spring tip is insufficient, the shaft tip may damage the guide wire spring tip and result in dislodgement of the guide wire spring tip. Use contrast injections and fluoroscopy to monitor movement of the shaft tip in relation to the guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
Three orbital atherectomy treatment passes were administered to the peroneal artery, which was calcified and 90% stenosed. The viperwire guide wire fractured and the fragment was removed along with the device without further intervention. The patient remained in good condition after the procedure.